Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that power on reset (por) occurred, leading to the device operating in bvvi mode.

Event description:
It was reported that the device was found to be in backup vvi (bvvi) mode. The patient had received external high voltage therapy, due to condition of the patient and unrelated to the functioning of the device, prior to the bvvi. Abbott technical support was contacted, the session records were reviewed, and the cause of the bvvi mode was found to be due to power on reset (por). The device was successfully reprogrammed to resolve the event. The patient was in unstable condition (intubated and unresponsive), however, the physician considers condition of the patient to be unrelated to the event and unrelated to the device. There were no patient consequences due to the device operating in bvvi mode.